Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noted the wl in question contained multiple low positive samples; there were no obvious hardware or reagent preparation issues. Hologic field applications specialist (fas) indicated that customer did not clean sample racks often. Hologic product applications specialist (pas) reviewed logs and concluded sample mishandling was the likely cause of increased positivity in the wl in question. Fas advised customer sample mishandling was suspected and worked with customer to improve their workflow. No further issues reported. Hologic and FDA met on(B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Hologic field applications specialist (fas) reported on behalf a customer one sars-cov-2 tma run, (B)(4), using assay lot 289350 on panther instrument sn (B)(4) which had 10 discrepant samples. The samples in question tested positive but retested negative on a panther. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.